Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right ventricular (rv) lead exhibited oversensing noise resulting in loss of capture. The noise was reproducible with isometric exercise. No changes or interventions were reported. The patient was in stable condition.